Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted for a wound washout due to the presence of puss at the parietal wound site. The physician examined the wound but did not find additional puss or signs of infection. However, the physician decided to admit the patient to outpatient (operating room) or for a wound washout out of abundance of caution. No signs of infection were observed during the wound washout. Wound swabs were taken for culture and the wound as closed. All impedances were within range and the patient was administered antibiotics. The patient was discharged and was expected to fully recover.